Event description:
Related manufacturer reference number: 2017865-2024-03617. It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise that was over-sensing via review of remote transmission. It was noted that the patient does neurostimulation. During the extraction, there was a visible rv lead fracture at the clavicle, and unable to pass the stylet. Both the ra and rv leads were explanted due to an infection unrelated to the products. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of fracture and sensing noise was confirmed, while the reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression and clavicle crush fracturing three filars of the outer coil at the distal portion of the lead. The cause of the reported fracture and sensing noise was consistent with friction to another device or patient anatomy and clavicular crush. Electrical testing did not find any indication of conductor fractures or internal shorts.